Event description:
The customer contacted the company's customer experience team via email to report that they experienced pressure and discomfort while using the device for five consecutive days. This was the first time the customer had used the device during their menstrual cycle, and at the end of the five days they experienced abnormal vaginal discharge and felt some type of tissue injury on the wall of their vagina. The customer alleged that they sought medical assistance for their symptoms and was informed by their treating medical provider that they had a "cut" on their vaginal wall that was "most likely" attributed to their use of the device because it is "too big". The customer stated that they were awaiting final results for a diagnosis of bacterial vaginosis (bv), and that they were prescribed an unspecified antibiotic in the meantime while awaiting those results. The customer's medical history includes two yeast infections prior to use of the device - one in (B)(6) 2021 and another in (B)(6) 2022. The customer declined to provide medical records from their visit or any additional information. The customer was advised to discontinue their use of the device and follow the instructions of their medical provider. The submission of this report is not an admission by the company that the use of the device in question caused or contributed to the customer event.